Event description:
As reported, 10 days post op initial right tha, this male patient's was revised due to pain/dislocation. The surgeon felt like this patient needed a dual mobility system. Removed the femoral head. Stem removed for visualization of the cup. Poly removed with a bone screw. The threaded alteon cup inserter was used to remove the cup.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): sn: (B)(6) cn: 01-030-01-0758 - alt cup clstr g7 sz 58. Sn: (B)(6) cn: 01-030-42-0736 - alt xle lnr extcov g7 36. Sn: (B)(6) cn: 170-36-07 - biolox delta femoral head 36mm od, +7mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, g1, g4, h6 MDR section codes updated/corrected: a, b, c, d, e PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.